Event description:
Prosthetic fracture. Original surgery (B)(6) 2000. Revision surgery (B)(6) 2014. I have contacted depuy regarding defective implant lot code uk2cg1008. They wanted to inspect the implant, which I have, but refused to send to them. I have been dealing with their paralegal, (B)(6), depuy synthes, (B)(4). Diagnosis for use: hip revision, fractured implant.